Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01908). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to clinic after receiving a remote alert for device reaching eri. Further review of session records noted a rapid decreased in battery voltage in a short time frame. The device was explanted and replaced. Patient was in good condition post-procedure.